Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage]. Case narrative: consumer reported via phone that the tampon shed fluff. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage] . Case narrative: consumer reported via phone that the tampon shed fluff. No injury reported.